Event description:
A medtronic aneurx bifurcated stent graft system was inserted into aortic artery and implanted to exclude an abdominal aortic aneurysm. Two weeks after implantation of the stent graft system, the pt presented with thrombus formation in both iliacs. The pt was then treated with tpa (thrombolytic), percutaneous transluminal angioplasty, and placement of a peripheral stent in the left iliac limb within the leg of the bifurcated stent graft. A cardiac catheterization was performed on 3/31/2000 which confirmed that the pt's heart was "throwing" clots. Shortly after the procedures, the pt expired as a result of a massive "brain clot". There is no further info from the hosp at this time.